Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stop events that appear consistent with the report that the driveline was disconnected. The reported difficulty reconnecting the driveline could not be confirmed through this evaluation, as the modular cable and system controller have not been returned for evaluation. Review of the submitted system controller event log file found that on (B)(6) 2021 at 16:47, the driveline was connected to the controller and was disconnected at 16:51 which caused a driveline disconnect alarm. The driveline was reconnected on (B)(6) 2021 at 17:05. A specific cause for these events could not be conclusively determined; however, they appear consistent with the report that the patient¿s driveline was disconnected. The clinical team reached out to the account several times and no answers were provided. The date of the patient¿s expiration could not be confirmed. It was reported that heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4) would not be returned for evaluation. The modular cable has not been returned for evaluation. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable shipped in the implant kit for (B)(4). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 of this IFU outlines the steps for attaching the modular cable to the system controller and cautions that if the controller safety lock cannot fully close to cover the red button, the connector is not fully connected. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline was disconnected while at home on (B)(6) 2021. The patient and mother were unable to reconnect driveline until emergency medical services arrived. The pump stopped for 20-30 minutes, during which the patient lost consciousness. The patient did have low flow alarms after the disconnect, and flows returned to normal readings after driveline was reconnected. The patient later expired and pump was explanted. The cause of the driveline disconnect remained undetermined, however, it appeared to be accidental. Related MFR #'s 2916596-2021-00830 and 2916596-2021-00704.